Event description:
The medtronic infusion sets do not consistently work. I have put in upwards of 100 complaints and have never been contacted nor a fix instituted. Are they meeting their cgmp obligations to investigate if they never contact the patient with habitual problems? When I call (B)(4) today about the issue, medtronic didn't even request a return of the infusion set. How does one investigate without a returned complaint sample?